Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. A 2.50x38mm promus element plus stent was used to advance through the target lesion. After stent deployment, the physician pulled the catheter "too hard" and the shaft of the catheter separated. The separated parts were removed. Nothing was left inside the patient's body. No patient complications were reported and the patient's status was listed as "fine".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).